Event description:
Home patient reported 2 incidents of minicaps falling off while doing minor activity. Home patient noted that their transfer set was changed after the first incident (incident dates unknown). Per patient, no injury or medical intervention was associated with these incidents.